Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported sideport detachment remains unknown.

Event description:
During a heart transplant procedure, the sideport was noted do be dislodged when the drapes were removed. The device was exchanged to complete the procedure with no consequences to the patient.